Manufacturer narrative:
Calibration and qc were acceptable. The sample probe was adjusted. The rinse station pipeline was blocked and the cell blank water level was low. The pipeline was cleaned. Afterwards, repeatability test results were acceptable and the customer has had no further issues. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ca2 on a cobas 8000 c 702 module. The initial result was 1.47 mmol/l. This result was reported outside of the laboratory where the doctor thought the result did not match the patient¿s clinical diagnosis. The repeat result was 2.07 mmol/l. The repeat result was believed to be correct and the corrected result was reported outside of the laboratory. The ca2 reagent lot number was 557586 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The investigation determined the event was due to the blocked nozzle of the cuvette rinse station and is consistent with a maintenance issue. The customer had no further issues following the service visit.